Event description:
The patient's first injeciton was administered in 2002, upon receiving their second injection of synvisc 7 days later in their right knee, their right ankle became red, hot, and swollen. The patient's third injection of synvisc was administered 7 days later and the ankle continued to be red, hot, and swollen. A blood test performed by their doctor (date unknown) determined there was an infection present. They were prescribed antibiotics (type not specified). They report that they are continuing on the antibiotics but that the ankle has not improved. Qa investigation results: product release date for both u.s. And canadian facilities were reviewed. No product trends were identified, which could have potentially have been associated to a product complaint. All synvisc lots released met specification limits and the data showed normal variability.